Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was low tidal volume. It was reported that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) engineer confirmed the reported issue. The asp engineer replaced the gas delivery system (gds) module and verified full functionality. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.